Event description:
Information was received from a patient who was receiving an unknown drug via an implantable pump for spinal pain indications. It was reported that after successfully requesting/receiving a bolus at 5am this morning, before they were able to click 'ok,' the code '0x1c97d160' appeared. They left it on the screen until they were able to call us. Patient services assisted them in pressing restart and they were able to request/receive another bolus successfully while on a call. While on the call, they mentioned the connection to their pump 'seemed to take longer' when they were close to needing a pump refill, and 'faster for the 2-3 weeks after a refill.' They described 'taking longer' was when the application would sit at 91% for a moment, and patient services reviewed considerations. Additional information was received that the patient was calling for assistance navigating the menu to find the software version. The patient was able to navigate to the menu on the home screen/about/version and was seeing the myptm app version was 1.0.1083. The patient services walked the patient through how to properly close myptm. The ptm was turned off after bolusing and they will close myptm going forward.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.